Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been monitored for the last 6 months in which a gradual increase in capture thresholds and impedance measurements were noted. A lead x-ray revealed no anomalies, so the patient continued to be monitored. During a follow-up in the month of august the patient complained of feeling stimulation in his neck. On (B)(6) 2015, the lead was successfully capped and replaced. The patient was in stable condition post surgery.